Manufacturer narrative:
An event of tip of sheath noted to have fissure during advancing over guidewire was reported. The damage was reported to be noted before entering patient body. A returned device inspection could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2024, a 14f amulet delivery sheath was selected to implant a device. During the procedure, tip of the amulet delivery sheath has a fissure seen during advancing the amulet delivery sheath over the non-abbott guidewire before entered in the patient body. A new 14f amulet delivery sheath was used to complete the procedure. The patient is stable.